Event description:
It was reported that the patient experienced oxygen desaturation after completing therapy on the synclara device. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint # c-0002038588

Manufacturer narrative:
It was reported that the patient experienced oxygen desaturation after completing therapy on the synclara device. There was no allegation of a device malfunction. The patient is a 23-year-old male with a medical history of cerebral palsy, dysautonomia, seizure disorder s/p vagus and deep brain stimulator, wheelchair bound with global developmental delay, panhypopituitarism with adrenal insufficiency, aspiration/dysphagia with g-tube dependence, aspiration pneumonia with multiple hospitalizations. The patient was started on synclara therapy on (B)(6) 2022. The patient¿s caregiver (mother) contacted baxter on 19sep2023 and reported that in the last few days, the patient¿s spo2 was dropping into the 50¿s and 60¿s with cyanosis of the lips for up to 5 minutes after completing synclara therapy. Historically, the patient¿s spo2 typically dropped into the 70¿s post synclara therapy and would recover to baseline of >90% within 30 seconds. The caregiver confirmed that she was using the synclara high presets +/- 40 three times daily without pausing through 20 cycles. At a previous hospitalization, staff members initiated the sigh feature and the patient seemed to respond positively by achieving airway clearance and minimizing oxygen desaturations. The caregiver consulted the patient¿s pulmonologist about the reported event, and he reportedly did not have much guidance except that it could be from negative pressure in cycles. The caregiver was advised to speak with hillrom/baxter to confirm functionality of the equipment. The baxter respiratory clinician coordinated a home visit with the respiratory trainer, who was able to see the patient and identify a complete list of current/specific settings and possible recommendations. Additional care plans were created within the patient¿s prescription range to provide additional presets for the caregiver to use. The trainer recommended to keep oxygen close by each time synclara therapy was needed to assist with quicker oxygenation recovery. With setting adjustments, the patient did not desaturate below 88%. The registered nurse that was present administered 2 lpm of o2 via nasal cannula and the patient¿s spo2 recovered into the high 90¿s within 1 minute. On (B)(6) 2023, the baxter respiratory clinician followed up with the caregiver who stated she felt the lower expiratory pressure adjustments that were made to allow for additional preset options were helpful in clearing the patient¿s congestion. Home oxygen was placed closer to the patient as recommended by the trainer for quicker oxygenation recovery. The caregiver has continued synclara therapy with the adjusted settings and oxygen use post therapy session. The events of desaturation were not as low as before and the recovery time has decreased to less than 2 minutes at which time the patient¿s spo2 recovers to baseline of mid to upper 90%s. The caregiver stated they are in the process of finding an adult pulmonologist as she feels the pediatric pulmonologist is not familiar enough with the equipment nor the patient¿s specific conditions to warrant continuing to see him. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The system supplies positive insufflatory pressure (inhale) to the airway with the intended goal of inflating the lungs. The system then rapidly shifts to supply negative exsufflatory pressure (exhale) with the intended goal of rapidly deflating the lungs to simulate a high expiratory flow which stimulates an effective cough. The device instructions for use provide the following warning: warning¿close supervision throughout the treatment is necessary when this product is used by children or patients with physical limitations or impaired cognitive abilities. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range and the change was temporary, the event of oxygen desaturation to the 50¿s and 60¿s is considered potentially life threatening in the setting of the patient¿s existing co-morbidities, concluding a serious injury occurred. The patient was stabilized at home by the caregiver and did not require additional medical intervention. Based on the information reported, it can be reasonably concluded the patient¿s oxygen desaturation was likely caused by therapy intolerance and improved by adjustments and recommendations made by the trainer. There was no allegation of a device malfunction, and the patient is continuing use of the device.